Event description:
It was reported that during a da vinci-assisted bilateral salpingo-oophorectomy surgical procedure, the fenestrated bipolar forceps instrument sparked inside of the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of bipolar yaw pulley thermal damage. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. The electrical continuity was performed and passed. There was no damage observed to the conductor wire. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. An energy delivery test was performed and passed multiple times. There was no "sparking" observed during in-house testing.